Event description:
It was reported that during the pta/stenting treatment procedure, the express bilary ld premounted stent dislodged from the delivery catheter. The delivery catheter was advanced through the target lesion in the right external iliac artery. The stent dislodged while passing through the tight lesion and migrated to the right femoral artery. The stent caused damage to the vessel wall however a perforation did not occur. A second balloon catheter was advanced into the dislodged stent and the stent was repositioned and successfully deployed in the target lesion. A second express stent was successfully deployed in the target lesion without difficulty. Post implant angiography showed the two express stents were completely occluded. It was suspected that a thrombus originating from the injured femoral artery caused the occlusion. An iliac-femoral bypass surgery was performed. The bypass procedure was successful and the pt was reported to have "recovered well."